Event description:
Report received from (B)(4) stating that "it is not easy to operate the cutter insertion". It is unknown if the device was being used in surgery or if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).